Manufacturer narrative:
(B)(4) - battery / catalog number: 1650de / (B)(4): battery issue. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that power switching occurred with two batteries. The batteries were replaced with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not performed since the controller log files were not submitted for review. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address communication errors on controllers. Heartware has opened an internal investigation to address momentary disconnections between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the batteries. Events with premature power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. To reflect second battery involved: (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2017. (B)(4). Device available for evaluation: yes, returned to manufacturer, 04/28/2017. Device evaluated by manufacturer: yes. Device manufacture date: device manufacture date 05/27/2016. Labeled for single use: no. (B)(4).